Event description:
On (B)(6) 2012, the customer contacted baxter?s technical service center regarding therapy assistance. During the conversation, the caregiver (cg) reported that the home patient (hp) was in the hospital for an infection and the patient was using antibiotics in the solution bags. On (B)(6) 2012, global pharmacovigilance (gpv) received the following information regarding the event: this is a spontaneous report received by home care services from a consumer with supplemental information from a nurse of peritonitis subsequent to peritoneal dialysis (pd) therapy. On an unreported date, the patient began automated peritoneal dialysis (apd). On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was asymptomatic at that time. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from the event. The event of peritonitis was unrelated to the baxter solutions. On (B)(6) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the infection. On (B)(6) 2012, the patient was asymptomatic and peritoneal effluent fluid was clear at that time. The hp was treated with ancef and fortaz (dose, route and frequency not reported). The nurse confirmed dates of hospitalization. The patient was recovering from the peritonitis event. The pdrn stated that the peritonitis was unrelated to dianeal or baxter disposables.

Manufacturer narrative:
(B)(4). This is report 1 of 3. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Therefore, a sample evaluation will not be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for h12b18020 and h12b12064 with no issues noted during the manufacturing process. There were no deviations from standard procedure.